Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further follow up information received from the healthcare professional confirms that this event is considered not related to an allergan device.

Event description:
Additional information received from healthcare professional notes that the "adverse event not related with juvéderm® voluma¿ with lidocaine injection."

Event description:
Healthcare professional reported approx 5 months after injection to the malar/cheek area with juvederm voluma with lidocaine as well as concomitant injection to the tear troughs with juvederm volift with lidocaine pt developed inflammation in both tear troughs. Pt was prescribed ciprofloxacin and prednisolone and symptoms resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.